Event description:
During a percutaneous transluminal angioplasty to the right iliac artery, the balloon of the powerflex p3 (4208020s) was stuck to the tip of the sheath introducer (arrow flex 6fr/arrow) during withdrawal and it was difficult to withdraw the balloon; therefore, the sheath introducer was withdrawn with the product. The product was advanced to perform post dilatation. The balloon was inflated with an indeflator. The lesion was pre-dilated and a smart control (catalog and lot number unk) stent was deployed. The lesion was approached from the left femoral artery. The vessel had no calcification, moderate tortuosity, and 80 % stenosis. The product was clinically used without any adverse consequences to the male pt. The product will be returned.

Manufacturer narrative:
This product is available; however, it has not been received for analysis as stated. Additional info has been requested and will be provided within thirty days of receipt.